Event description:
It was reported that the pt experienced a shocking/jolting sensation after exposure to a theft detector or security gate. The device was on at the time of exposure. The pt has also had some medical procedures. She was at the clinic. Further info is being requested from the hcp.